Event description:
Customer put note on stretcher stating brake steer pedal soft. No injury alleged.

Manufacturer narrative:
Technician found connecting rod broken allowing stretcher to lock in brake mode at head end. Replaced with brake steer upgrade kit and stretcher passes function test to resolve this issue.